Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they were getting their device taken out. The patient reported the device worked well the first year, then when the patient had an accident and it started to not act well at all and sent shooting pains down their left leg. The patient reported they were going to have the device removed because it was not helping. The patient stated the device stopped working in (B)(6) 2018. Patient stated there was an incident they were on a bus from rental area back to the airport and a guy was driving too fast and they slipped off the seat and went down on the floor and hit really hard. The patient stated their feet weren't under them or anything and they hit their back. They thought this did something to cause the device not to work. The patient reported their fall on the bus was in november sometime. Patient stated they had other disc problems in their back, they were not sure if it was from the device. Patient stated they had shooting pains down their legs because they could not stand any longer. Patient stated they were in constant pain. They reported the device worked for 1.5 months. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that back in 2019, an unknown physician attempted to explant the lead, and a fragment of the tip was left in the patient's body.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1j620 implanted: (B)(6) 2017 (B)(6) 2017 product type lead h6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.